Event description:
Related manufacturer report numbers: 2916596-2021-07321 and 2916596-2022-01696. It was reported that the patient was seen in clinic on (B)(6) 2021 with a driveline communication fault. The patient's system controller and modular cable were exchanged; however, the alarms did not resolve after the exchange. Technical services' analysis of the submitted log files found a pump stop on (B)(6) 2021 after the emergency backup battery (ebb) had engaged due to a loss of external power. Driveline communication faults were captured two days after the controller clock reset to (B)(6) 2000. The ebb usage count was 118, indicating that the patient had likely been sleeping on battery power. It was additionally reported on (B)(6) 2021 that the patient was stable and the communication fault alarms had not resolved. The alarms were permanently silenced through a change in settings. Analysis of the returned modular cable revealed fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed based on the information contained in the log file retrieved from the returned system controller serial number (B)(4) (related MFR 2916596-2022-01696). Visual inspection of the returned heartmate 3 modular cable revealed dark brown discoloration of the inline connector bend relief and the controller driveline connector bend relief. The inspection of the inline connector revealed a significant amount of fluid ingress/corrosion inside the connector. The returned modular cable was functionally tested while connected to the returned system controller, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. Although the driveline communication fault alarm was not able to be reproduced with the returned modular cable and system controller, the fluid ingress observed inside the inline connector has the potential to result in the reported alarm. Per the additional information the driveline communication fault alarm did not resolve after the modular cable and system controller exchange. The alarm was permanently silenced through the settings. The production order from (B)(6) 2018 was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use rev c ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.